Event description:
Per the clinic, the device was explanted on september 5, 2013, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 11, 2013.